Event description:
It was reported that during the procedure, after implanting a 3.5x8 rx xience prime stent in a moderately calcified, eccentric, de novo, 99% stenosed, 15-millimeter (mm) lesion in the heavily tortuous 4mm proximal left anterior descending coronary artery, and after withdrawal of the rx xience prime stent delivery system from the deployed stent without resistance, a 4.0x8 nc trek rx balloon dilatation catheter (bdc) was advanced toward the rx xience prime stent to perform post-dilation, however, despite several attempts to cross, the nx trek rx bdc was unable to cross through the flared stent struts of the rx xience prime; reportedly, the stent struts were flared due to the heavy vessel tortuosity. A new same sized nc trek bdc was used to complete post-dilatation, resulting in complete wall apposition of stent struts and 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 4.0x8 nc trek. Guide wire: sion. Guiding catheter: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.